Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when the checked the pump they found that it would finish the program in less time than was expected and under infused. Two different examples were given. The customer stated the rate was programmed for 68 ml/hr with a volume of 340ml, expected 5 hour run time. It resulted in infusion complete screen in 4 hours and 24 minutes and 300ml delivered with water still in the bag. The customer reported this has occurred during use with patient and the patient was over fed 2-3ml/hr causing increased nausea and vomiting. The patient needed increased medication for nausea. It was also reported the volume set to be infused was 600ml at a rate set to 58ml/hr. The actual volume delivered was 600ml but it completed 1 hour and 15 minutes early. The rate changed daily by 1ml/hour increase. A j-tube was used for delivery with a covidien kangaroo epump with a joey pump set and flush bag with resource 2.0 formula. The set was used for 20 hours before the incident. The patient was being fed from 16:00 to 8:00 and 10:00 to 13:00.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿when the checked the pump they found that it would finish the program in less time than was expected and under infused. Two different examples were given. The customer stated the rate was programmed for 68 ml/hr vol 340 expected 5 hour run time. It resulted in infusion complete screen in 4 hours and 24 minutes and 300ml delivered with water still in the bag. The customer reported this has occurred during use with patient and the patient was over fed 2-3ml/hr causing increased nausea and vomiting. The patient needed increased medication for nausea. It was also reported the volume set to be infused was 600 at a rate set to 58ml/hr. The actual volume delivered was 600 but it completed 1 hour and 15 minutes early. The rate changed daily by 1ml/hour increase. A j tube was used for delivery with a covidien kangaroo epump with a joey pump set and flush bag with resource 2.0 formula. The set was used for 20 hours before the incident. The patient was being fed from 16:00 to 8:00 and 10:00 to 13:00.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.